Event description:
Caller reported a cgm error 42 and was using a g7sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions, and the caller was successfully guided through the reset process, which resolved the issue as the pump did not display the error code again.